Event description:
Information was received from a patient regarding the external equipment. The reason for call was patient stated they can't use the equipment. Patient stated they cannot get the recharger to stay in position or charge the implanted neurostimulators battery since a couple of weeks after implant. Patient stated they have no idea what the handset is and they do not know how to use the equipment patient stated it is like pulling teeth to get it to charge the ins. Patient stated this is the 2nd time they have tried to charge the ins and they just slightly moved the charger and the connection went off. Patient verified that they were connected to the recharging antenna for 2.5 hours and the charge only advanced to 60%. Pt stated they would like to meet with someone in person to review how the equipment works. Pt mentioned that they were shown how to use the equipment post op and he does not remember much of that. The patient was redirected to their healthcare provider to further address the issue. Agent is sending a message to the field about patient call. The manufacturer rep met with the patient and determined that the belt is not helping the recharger to stay in positi on, coupled with a battery that is not parallel to the surface of the skin, patient has trouble recharging. Rep said patient has a large belt. A medium belt will be processed for patient to try.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fp9000m lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they are having problems with the charger and got another belt and are still having difficulty. The patient stated that they can't get the battery charged and the equipment and stimulator are shut off. Patient noted the belt is at a pain point and the belt is too big and the wireless recharger slides around and makes charging harder. The patient added that they can't get the stimulator to do anything and they now can feel their neck getting sore.